Event description:
Boston scientific received information that the patient with this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited shocking impedance measurements greater than 125 ohms. Defibrillation threshold (dft) testing was performed by the physician and boston scientific technical services (ts) discussed there could be a possible connection issue. A revision procedure was performed to successfully cap and replace the lead and the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.